Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's active exhalation control module, flow sensor assembly, blower motor, sensor board and overhead blower filter were replaced to address the issues. The device had evidence of powder contamination from an external source.